Event description:
It was reported that the customer experienced issues with the keypad. The customer stated that she was attempting to program the carbohydrates, but the numbers kept going up and then going down. The customer was unable to push any buttons to stop it. The customer changed the battery, the pump began working normally but the battery power only showed one line left. The customer's blood glucose was 222 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces during our visual inspection. No unexpected numbers scrolling during our testing. The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, cracked belt clip slot and reservoir tube window cracked. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.